Manufacturer narrative:
Getinge became aware of an issue with spring arm of the powerled surgical light. As it was stated, yellow liquid dropped from the spring arm and fell in the vicinity of the operating field. There was no serious injury reported however we decided to report the issue and based on the potential as any oil droplets falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet the manufacturers specification as although no technical malfunction has been found, the situation which occurred was not in accordance to device specification and it contributed to the event. The provided information did not indicate the device being used for tor patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. Product experts at manufacturing site performed investigation on the samples returned from the market shows that the issue with dripping liquid could be related with mixing of the cleaning agent and grease, therefore to avoid this kind of situation the device should be cleaned according to user manual. Summing up, the issue is indicated by our product experts to likely be caused by user error, related to customer not following cleaning protocol. The product powerled user manual IFU 01581 en ed. 09 includes an information how to clean the device to avoid risky situation. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation related to proper cleaning of the device would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020, getinge became aware of an issue with powerled surgical light. During the procedure, yellow liquid dropped from the spring arm and fell in the vicinity of the operating field. There was no injury reported however the issue may lead to contamination.